Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient with aaa underwent evar on (B)(6) 2014. Access at upper femorals, device placed just below renals to just above aortic bifurcation. Extended into left external iliac with two 13mm zenith spiral-z limbs (zsle's), and an ibd placed on the right. At the end of the case a leak was evident on the left side. It's origin was inconclusive. After a follow up scan and closer inspection it is felt it may be a type 3 endoleak through the zsle's on the left side. All grafts remain implanted. A secondary procedure to reline the grafts thought the left common iliac, into the left external iliac is planned. No adverse effects to the patient were reported due to this occurrence. Additional information from the rep was provided on (B)(4) 2014: the two contralateral leg extensions were used to bridge the distance between the main body and the proximal left external artery.